Manufacturer narrative:
The date of this submission is 20-nov-2013. This closes out this report unless other additional significant information is received. This complaint is associated with 6 associated mdrs (different lot number). The manufacturer numbers for them are 8041101-2013-00043, 8041101-2013-00044, 8041101-2013-00045, 8041101-2013-00046, 8041101-2013-00047 and 8041101-2013-00048.

Event description:
This spontaneous report was received on 23-oct-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route: dental, lot number 1383d, frequency and expiration date unspecified). After an unspecified duration, when the consumer tried to cut the floss, the metal cutter just broke off entirely from the container, however, the plastic insert which hold the spool of floss did not pop out. The consumer tried to put it back several times, but it would fall off again. The sample was returned to company on 15-nov-2013 and inspection of returned sample and quality investigation are ongoing. This report had no adverse event and action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-oct-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route: dental, lot number 1383d, frequency and expiration date unspecified). After an unspecified duration, when the consumer tried to cut the floss, the metal cutter just broke off entirely from the container, however, the plastic insert which hold the spool of floss did not pop out. The consumer tried to put it back several times, but it would fall off again. The sample was returned to company on 15-nov-2013 and inspection of returned sample and quality investigation are ongoing. This report had no adverse event and action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 08-dec-2013. The sample was received on 15-nov-2013 without the blister packaging and the product was completely used. The insert was broken on both edge and the cutter was missing. According to the visual evaluation the sample did not meet specification. A review of the data revealed no unfavorable trends and no trend involving lot number 1383d. The retain sample evaluation had met specification for appearance, the insert and cutter present were in good conditions. The device history records review did not reveal non-conformance or situation that related to insert breakage or loose cutter defect. The review of the manufacturing related issues documentation revealed robust actions and effective control points for the reported defect. The disposition for this complaint was confirmed as the sample received failed to meets specification. Complaint trends would continue to be monitored. This remains a reportable malfunction case in the united states.